Manufacturer narrative:
(B)(4).

Event description:
It was reported that an egm was not stored although the device was not full. Patient was asymptomatic. A few days later, patient received antitachycardia pacing but episode was not stored in egms. The patient was brought into the clinic for further assessment. Erasing all stored egms and programming changes were recommended. Device remains implanted. No further information available.

Event description:
New information received indicated that egms were erased and egm storage parameters reviewed. Patient was great when finished.